Event description:
Premature infant was born at 26 weeks gestation. Central catheter placed 6/16/99. On 6/18, infant had sudden onset of bradycardia and desaturation. Resuscitation was unsuccessful. Autopsy showed an attenuated right ventricular wall with pericaridal effusion consistent with cardiac tamponade.